Event description:
We purchased a nasalcare nasalcleanse kit online. Then we found there are some small parts could be danger to our little kids. Then we tried to call the toll free # on the package 1888-658-8108. There was no one answer the phone but asked us to got to (B)(6). But the product was manufactured by (B)(6). We checked (B)(6) state website, there is no such as techworld medicals, inc (B)(6)! We don't know what is going on here.